Event description:
It was reported that the patient fell, broke their shoulder and experienced a pause on telemetry. It was also noted that the right ventricular (rv) left bundle branch lead exhibited oversensing. The rv (lbb) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.